Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that "2 o3 modules found with heat damage to the sensor connections." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned module was evaluated. Visual inspection found contamination and signs of damage that is consistent with the module subjected to drops and sensors connected backwards. The module was connected to a root and successfully established communication. During testing the module was able to obtain measurements continuously with a known good sensor. The customer complaint not duplicated. The module is fully functional. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
It was reported that "o3 modules found with heat damage to the sensor connections." No consequences or impact to patient were reported.